Event description:
The distal section of an nc quantum apex balloon catheter was received at bsc. No additional information was received in follow up as to what the details of the event were.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product device evaluated by mfg: the tip was damaged. The hypotube separation was 85 cm from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The proximal portion (including hypotube, manifold) were not returned for analysis. Product analysis results are consistent with the reported event. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occured prior to patient contact. (B)(4).